Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60 mg/dl. The suspected cause was due to the customer¿s personal profile requiring adjustments. Customer consumed carbohydrates to address bg. The customer fell, but no permanent damage occurred. The customer updated their settings to address the event.